Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2014 with the following findings: there was a loss of prime warning verified in the black box history. There were also occlusion alarms observed in the history. There was no loss of prime or occlusion duplicated during investigation. The force sensor calibration was out of specification. Unrelated to the complaint, the display was faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump had emitted loss of prime warnings despite multiple cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.